Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had bad rails. A field service engineer swapped out a drawer due to bad rails to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary (B)(6) drawer 2.1 was difficult to close. Nursing staff indicated that when accessing the drawer, it becomes hard to push shut when it remained approximately 4 to 6 inches open, required additional force to fully close. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.